Event description:
An rn stated that they needed a replacement vent because "the piston has burned out" asked for s/n of unit and what happened. She stated unit made an "odd sound" and "map was dropping out." Could hear unit auto-limiting in the background. She said they were changing the diaphragms out. Rt, told her it sounds like a minor adjustment needed to be made to the machine and facility could get it running again. Rt came on the line and he stated that they were trying to change the circuit to make things more "concentric" (?), they did troubleshoot the vent and replaced the entire circuit. No alarms or condition were noticed...just that the driver stopped. There must have been a leak as the vent is working well right now. The doctors just don't feel comfortable with using this vent "since it failed."